Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 186 mg/dl. The customer felt ill and vomited. A friend had to assist the customer. The customer did not know the cause of the bg and might have been due to "not good absorption". As the event had occurred in the past, a cause could not be determined.